Event description:
When pt presented for deaccess - 5fu powder on skin/dressing. No complaints/site free from redness/heat/swelling next week. Pt denies fever.

Manufacturer narrative:
The complaint of a leak was confirmed, and will be considered manufacturing related. A leak was detected at the needle hub. The leak path was located along the interface between the proximal end of the needle and the extension set tubing. A chr of lot #d832309 showed one other similar product complaint(s) from this lot. ((B) (4))